Event description:
It was reported that balloon removal difficulties were encountered. A 30mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, when the balloon was attempted to be removed following deflation, the balloon did not slide easily and became stuck to the guide. After several attempts, the physician managed to withdraw the balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged and the balloon is loosely folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. Per product specification, a 0.014 test guidewire was inserted into the device. The device was inflated to rated burst pressure of 20atm and then deflated to replicate the customers statement. The test guide wire could be removed without any difficulties. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks and damaged tip were attributable to the procedure; therefore, the cause code adverse event related to procedure was used for this damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported sticking to the guidewire.

Event description:
It was reported that balloon removal difficulties were encountered. A 30mm x 2.50mm nc quantum apex balloon catheter was advanced for dilation. However, when the balloon was attempted to be removed following deflation, the balloon did not slide easily and became stuck to the guide. After several attempts, the physician managed to withdraw the balloon. No patient complications were reported.